Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure.